Event description:
(B)(4).

Manufacturer narrative:
The bsm-6300 was acting as the system master while the central monitoring system is the true system master and sending system master communications as well as creating an issue for the remote network system server. This causes the rns server to stop sending rns information to the (B)(6) clients causing them to go into communication loss. The customer removed the bsm-6300 in question from the network, and the communication to the rns client was restored. Awaiting return of device for failure investigation.